Manufacturer narrative:
The specimens were collected in plastic greiner lithium heparin plasma tubes with gel separator. Customer did not report any result flags associated with patient results. Qc was within the customer's established ranges prior to and after the event. Customer did not report any result flags associated with patient results. They reported that they were receiving "wash valve/pump motion' and 'device failed during timing pitch' errors in the event log. A field service engineer (fse) was dispatched: the fse inspected the instrument and found one error for wash valve/pump in the event log. The fse removed wash valve and inspected; no defects noted. The fse ran diagnostic testing and qc; all results passed. Per fse, no hardware issues were identified. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
Patient a and b samples were tested for troponin (accu tni) and results of 1.43 and 24.45 ng/ml were obtained, respectively. The results were reported out of the lab. Upon repeat testing on a different instrument accu tni results were in another clinical reference range. Amended reports were sent. Customer was not made aware of any injury or change in patient treatment associated with this event.